Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to feeling/ normal result(s) and when compared to another device. The medical surveillance specialist (mss) briefly spoke to the patient on (B)(6) 2013; however, the patient was not able to complete follow-up questions. The mss made another attempt to reach the patient to complete the follow-up, but patient was not available. The following complaint was classified based on information obtained from the customer service representative (csr). The patient tests four times a day and manages his diabetes with 6 units of insulin (plus sliding scale) three to four times a day. His normal blood glucose range is between ¿120-130 mg/dl¿ the patient alleged that the issue began a week prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿hi¿ with the subject meter and ¿120 mg/dl¿ with the freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation, the patient reportedly continued with his usual dose of medication (dosage/ date unknown) and subsequently five days after the alleged issue occurred, the patient reportedly developed a symptom of sweating. It is not specified what the patient¿s blood glucose reading was prior to the onset/ during his symptom and it is not clear if the patient correlated his symptom with high or low blood glucose. The patient reportedly did not receive any form of medical intervention after the alleged issue occurred; it is not known when the patient¿s symptom abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.